Event description:
The customer reported that their device was failing to boot up completely. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system controller and the user interface pcb assemblies and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use.